Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose and keypad anomaly. Customer's blood glucose level was over 200 mg/dl. Customer went to the hospital for 6 days and feeling ill due to high blood glucose. Customer advised their hospital visit was not 100% diabetes related. Customer advised the esc button on the insulin pump was unresponsive and this is the second insulin pump that this anomaly has occurred on. Customer changed their batteries frequently and the declined to transfer to the helpline.